Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens' service engineer was able to fix the accessory rail kit back onto the table by fastening the screws. There were no general deficiencies detected and the system is operational. Considering this, no further corrective actions are required. Customer address: (B)(6). Device repaired at customer site.

Event description:
Siemens was informed on (B)(4) 2017 that an accessory rail kit that fixes to the patient table became loose and fell onto operator's foot when positioning a patient on the table. The operator's foot was hurt but no serious injury was reported. There is no further information available. This reported issue occurred in (B)(6).